Manufacturer narrative:
The insulin pump received button error alarms due to corroded keypad traces. The device had a displacement test, operating currents, self test, off no power, basic occlusion, occlusion, prime test, and excessive no delivery test. The insulin pump received with a scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and a broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.